Manufacturer narrative:
Patient age, gender & dob not provided for reporting. Patient height reported as: 157.00 cms. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, the trocar with handle would not fully engage the outer sleeves of the aiming arm. The surgeon was using the aiming arm to put screws into the shaft of the plate when it was noticed that the trocar was not fully engaging. Multiple outer sleeves were tried to use but trocar was not engaging any of them. The procedure was completed with the piece that was not engaging. There was no surgical delay. Procedure and patient outcome were not provided. Concomitant device/s reported: locking/neutral guide aiming arm (part# 03.231.007, lot# unknown, quantity 1); unknown screws (part# unknown, lot# unknown, quantity# unknown); unknown plate (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.120.015, lot# l463652. Manufacturing location: (B)(4), release to warehouse date: sep 12, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection shows that the trocar with handle was received with damage to the release spring. The release spring is intended to interface with the mating part (B)(4), when depressed it should release. With the deformation present it is clear that the mating piece would not be retained. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as relevant features are significantly deformed through post manufacturing damage and internal features could not be measured. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. While no definitive root cause could be determined it is possible that any unintended forces encountered by the device during usage or handling could have contributed to complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was completed and no intraoperative events were needed to finish the procedure.